Event description:
On (B)(6) 2014, I reported defective lenses to acuvue that caused stinging upon insertion, and eye swelling with a pus/blood discharge the morning after. I have been using this brand for years, and I am convinced that this is a bad lot. I further advised them that I had the same thing happen in the same eye about a month ago with a fresh lens out of the blister pack and though maybe it was my eye makeup as I applied some shortly after inserting the lens. The next morning, same thing - right eye swollen, etc. So I took about a month break wearing only glasses and everything cleared up just fine. I decided to try contacts again, this time no make-up, no lotion on the face, no products in my hair - took them right out of the blister pack, no other solution. I woke up with the same condition as the previous month ago, I knew that it had to be the contact lens - both times, and not make-up as I didn't use any the second time. So strange, and scary. "I had never had my eye swell up like this ". Their customer relations sent a form letter response requesting that I call in, and advising me that they might need me to return the product for evaluation, but never actually did. They went back and forth about how many contacts to replace, sent me new ones that cause no issues, and just swept the fact that there was a bad batch under the rug. I meant to report it to the FDA sooner, but have just been really busy otherwise.